Manufacturer narrative:
The philips technical consultant (tc) went to the customer site and performed scans of the network connectivity. Philips national service support (nss) reviewed the data obtained by the tc. There was an issue with the network signal in the affected area, which was determined to be related to a non-philips product in the customer environment. The installation was completed without issues originally; the non-philips product in the customer environment may have changed causing the technical issue. Fm monitor channels were adjusted by the tc to follow guidelines in the service manual using data from the rf environment collected from the fm scans. This resolved the technical issue. Double counting was part of the main complaint and it was noted by the nss that philips does outline mitigations for this in the instructions for use (IFU) for the product. The device was operational after adjusting the fm monitor channels. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device is double counting heart rate and not identifying patients correctly. The device was in use on patient at time of event, there was no adverse event reported.